Event description:
It was reported that during the unknown procedure the surgeon commented after three successful firings with green reload and seamguard that it appeared to her that the alignment was slightly off from the articulation joint to the end effector. She also felt some deflection while firing. Generally pleased with its performance. Unknown if the procedure was completed successfully. There were no patient consequences.

Manufacturer narrative:
(B)(4). Date sent: 6/13/2023. D4: batch #174c71. Investigation summary : the product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one ech60l device was returned with blemishes in the proximal nozzle soft touch material and with a gst60g reload present. The reload was received fully fired. The device was tested for functionality in the straight position with a test reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples met the staple release criteria. In addition, the knife was noted very slightly nicked. No conclusion could be reached as to what may have caused the nozzle to be damaged. The device event log was reviewed. The log indicates that articulation was attempted while the device was closed. Articulation function is blocked when the device is closed to prevent inadvertent patient injury. When the home button is pressed while the jaws are closed the device will attempt to retract the knife. When any of the other articulation buttons are pressed while the jaws are closed the device will provide haptic feedback indicating that articulation function is blocked. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Although no conclusion could be reached on the cause of the reported event, the instructions for use do contain the following caution: note the device will only articulate if the jaws are open and the black partial close indicator is visible. Articulation is disabled when the device is fully closed, or when the black partial close indicator is not visible. The event described could not be confirmed as the device performed without any difficulties noted. One possible cause for this type of damage to the knife is when the device is fired over an already existing staple line, hard object or thicker tissue than indicated. Repeatedly firing across existing staple lines can also reduce the ability to cut cleanly. To mitigate the potential for staples getting into the cartridge and interfering with the knife path during device firing, prior to reloading the device, rinse the anvil and cartridge jaw in sterile solution and then wipe the anvil and cartridge jaw to clean any formed but unused staples from the device. Additionally, proper care should be taken when placing the device on the tissue to be stapled, to ensure that no hard obstruction such as a clip is included with the tissue inside the jaws. As part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meet the required specifications prior to shipment. Please reference the instruction for use for more information. A manufacturing record evaluation was performed for the finished device batch number 174c71, and no non-conformances were identified.